Event description:
It was reported patient underwent a revision procedure fourteen years post implantation due to pain. No more information is available.

Manufacturer narrative:
(B)(4). D6a: 2010. D10 - medical product: articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 10 mm height catalog # 00596203210 lot # 60864339. Femoral component option for cemented use only size f left catalog # 00576401651 lot # 60797465. Palacos r + g (1x40) catalog # 66022663 lot # 67214197. G2: australia. H3: customer has indicated that the product will not be returned because it was scrapped / discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 2648920.

Event description:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 2648920.